Event description:
During a shoulder repair the distal tip of two expressew flexible suture passer needles broke off into the patient. All was retrieved and the case was concluded without further incident or harm to the patient. See also associated MDR 1221934-2006-00039.